Event description:
Left some of tampon behind in vagina [foreign body in reproductive tract]. Tampon shredded [device breakage]. When pulled out tampon is shredded [complication of device removal]. Case description: consumer reported via e-mail that when she pulled tampon out, tampon shredded and some was left behind. No serious injury reported.

Event description:
Left some of tampon behind in vagina [foreign body in reproductive tract] tampon shredded [device breakage] when pulled out tampon is shredded [complication of device removal] case description: consumer reported via e-mail that when she pulled tampon out, tampon shredded and some was left behind. No serious injury reported.